Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery (rca) with mild tortuosity and heavy calcification that was 90% stenosed. Pre-dilatation was performed three times due to heavy calcification. The 3.50 x 38 mm xience alpine rx drug eluting stent (des) was advanced to the lesion and would not cross. A guide catheter extension was advanced for support of the sds and it was able to cross. An attempt was made to inflate the balloon for stent deployment; however, the balloon failed to inflate. During removal of the xience alpine, resistance was met and the catheter distal shaft detached within the guide catheter extension; therefore, both devices were removed from the anatomy together. A replacement xience alpine sds was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported physical resistance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the violation of the IFU of re-inserting the device back into the anatomy and circumstances of the procedure.